Event description:
Observed multiple positively biased phyt results from one pt. The physician questioned the results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.